Manufacturer narrative:
On 6/15/2020, it was reported that lead impedances were found to be out of range; last measured 209 ohms. Lv threshold measurement failed. Trends demonstrate a significant drop in crt pacing. Lead remains implanted and will be evaluated further. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was repositioned due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
On (B)(6) 2020, it was reported that lead impedances were found to be out of range; last measured 209 ohms. Lv threshold measurement failed. Trends demonstrate a significant drop in crt pacing. Lead remains implanted and will be evaluated further. Lead was repositioned again on (B)(6) 2020 due to dislodgement. Lead remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.